Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12-sep-2022. H.6. Investigation summary: a complaint of tubing cracking and leaking was received from the customer. One sample of a primary set and two extension sets were returned for investigation. Through visual inspection, no defects or damages were observed on the set. The primary set was then primed and a hole was found on the top of the pumping segment. Leakage was observed. The customer complaint was confirmed. A device history record review could not be performed on model 2420-0007 because the lot number is unknown. The manufacturing plant was notified of this defect. After further investigation the root cause was determined to be a flow stop machine used during manufacturing. The axis of the cutting system was replaced, since it presented a curve that damaged the bearings, causing the ring to be misaligned. The springs of the nest were replaced, and the cutting system was completely cleaned and lubricated, leveled and installed. Quality tests were carried out before delivery to production. A quality alert was also issued to notify personnel of the failure mode and to follow and be aware of recommendations. Another quality alert will be issued to reinforce the use of the flow stop machine verification checklist. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ lvp 20d 2ss cv cracked and leaking. The following information was provided by the initial reporter: rn took primary tubing out of channel and noticed that tubing was cracked inside the IV channel and was leaking.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ lvp 20d 2ss cv cracked and leaking. The following information was provided by the initial reporter: rn took primary tubing out of channel and noticed that tubing was cracked inside the IV channel and was leaking.